Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, out of range, high pacing lead impedance in the bipolar configuration and high capture threshold was noted on the right ventricular lead. Review of automatic impedance readings indicated that there was gradual rise in impedance values since (B)(6) 2019 and it was determined that the rise in impedance was possibly due to patient physiology. The patient was not pacemaker dependent. The patient was scheduled for lead revision. The right ventricular (rv) lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.